Event description:
The customer reported to olympus the fiberscope had a pinhole on the insertion section soft tube. It was not specified when the issue was observed nor occurred. The device was returned and during the device evaluation the following reportable malfunction was found: the insertion section flexible tube coating was peeling off and the marking on the soft tube disappeared. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunctions, the evaluation found the following non-reportable malfunction(s): adhesive on bending section cover had a chip; connecting tube had a wrinkle and a dent; due to wear of angle wire, bending angle in up direction did not meet the standard value; image guide bundle had significant breakages; eyepiece was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported events is unable to be determined. However, the cause of the events is likely due to stress of repeated use, external factors, or handling of the device. The events can be detected by following the instructions for use (IFU) section which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject events as below. Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.